Event description:
Around 0400 rn noticed patient's pca was off. The rn repowered the patient controlled analgesia (pca) and the pump was operational. Battery was charged. Patient was complaining of pain in the morning and a report was run on the pump. Between 0100 and 0400 the pump indicated the patient did not attempt any doses. Between 0600 and 0700 the pump also indicated the patients did not attempt any doses. The patient stated she did attempt doses. The rn notified the doctor and the pump was removed from service.